Event description:
Event was reported to caldera medical by an attorney. The pt suffered excruciating pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion and grating of internal bodily tissue and organs, dyspareunia, dysuria, severe edema, extrusion of the subject products, bleeding, permanent scarring, permanent bodily impairment and related sequelae resulting in substantial interference with plaintiffs' abilities to engage in routine daily activities and sporting activities that plaintiffs previously enjoyed. No further info has been provided.